Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was green and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image flickers,occasionally shows stripes and appeared green due to a broken video cable. In addition, based on the results of the investigation, a definitive root cause for the additional malfunction "the fibre bonding in the outer tube area (distal end) is damaged" could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gynecologic laparoscope image flickered and occasionally showed stripes. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.